Event description:
Gave azithromycin (zithromax) 250 mls IV via the baxter IV pump for 60 minutes as prescribed via a secondary line. Vtbi (volume to be infused) was set for 250mls per hour. After the infusion, an approximate amount of 40 to 50 mls was left in the bag that was not infused to the patient.